Event description:
The clinician reported that over 6 months after the dental implant was placed in ada site 13 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted implant mobility and dehiscence in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.